Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a arthroscopic rotator cuff repair procedure on (B)(6) 2023 when it was reported, ¿the face plate on the distal end of the probe fell off the device. It was not immediately visually confirmed if the plate was still inside the patient. A c arm was used to located the piece and was removed arthroscopically. 30 minutes were added onto the case.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned using another aes-90sn device. The reporter later stated that the component fell into the shoulder joint of the patient. Further assessment information found that the component was retrieved with an arthroscopic shaver device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a arthroscopic rotator cuff repair procedure on (B)(6) 2023 when it was reported, ¿the face plate on the distal end of the probe fell off the device. It was not immediately visually confirmed if the plate was still inside the patient. A c arm was used to located the piece and was removed arthroscopically. 30 minutes were added onto the case.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned using another aes-90sn device. The reporter later stated that the component fell into the shoulder joint of the patient. Further assessment information found that the component was retrieved with an arthroscopic shaver device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was returned in opened original outer box however, the device was individually packaged in non-conmed packaging; the lot number was verified from the outer box. Visual inspection of the returned used device found the electrode detached from the wand; the detached portion was not returned with the product. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be user utilizing the probe to pry and manipulate tissue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. We will continue to monitor for trends through the complaint system to assure patient safety.